Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00662. The complaint is confirmed. The service repair technician (srt) replaced the single board computer (sbc) printed circuit board assembly (pcba) and completed the service work on the unit. The unit then met manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the sbc pcba had a fried chip. There was no patient involvement.